Manufacturer narrative:
The sample was submitted for investigation. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous high results for 1 patient sample tested for ft3 -free triiodothyronine (ft3 iii) and free thyroxine (ft4 ii). The customer thinks the values do not fit the clinical picture for the patient. Comparison testing was performed between an e601 analyzer and an abbott instrument. The erroneous results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. The initial ft3 iii result was 10.4 ng/l. The initial ft4 ii result was 5.55 ng/dl. Both results were reported outside of the laboratory. On (B)(6) 2015 the sample was repeated and the ft3 iii result was 8.71 ng/l. The repeat ft4 ii result was 2.55 ng/dl. On an unknown date the sample was repeated on the abbott instrument and the ft3 result was 4.39 pmol/l. The repeat ft4 result was 10.43 pmol/l. No adverse event occurred. The e601 analyzer serial number was (B)(4).